Event description:
It was reported the patient has a uti (urinary tract infection) and was taking shots for it and husband wanted to know how close she can get to the ins (stimulator). He was currently doing shots on the opposite side and the patent was getting sore. Uti started last week to a month ago caller was unsure.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient; product ID: 3093-28, lot# v863548, implanted: (B)(6) 2013, product type lead. (B)(4).